Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the radical-7 "goes out sporadically." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. No external damage or defects observed during visual inspection and the device powered on and off using both battery power and ac power. The device was docked on a known good rds that was not connected to ac power and immediately after docking, the display flickers and then the device powers off. A known good battery was temporarily installed and the failure was not present. The device powers off on its own when docked on a non-powered rds due to defective battery. A service history record review reveals that this unit was in the field for over ten (10) years with no previous reported issues related to this reported event.

Event description:
The customer reported the radical-7 "goes out sporadically." No consequences or impact to patient were reported.